Event description:
It is reported that the patient was revised in late 2008, due to infection. Implant date is unknown.

Manufacturer narrative:
Evaluation summary: the sterilization process for this device was validated in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. In addition, the manufacturing lot specified in this complaint was processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified device caused or contributed to the patient infection. Device history records indicate all components were manufactured and inspected to specification.